Manufacturer narrative:
Technical operations performed retain testing with the reported lot and was able to reproduce the customer complaint. The false positive results observed during retain testing was due to a foil seal defect and no wash buffer. It is likely that the false positive generated by the customer is due to the foil seal defect, however, it cannot be confirmed as the cartridge used during customer test was not available for investigation.

Event description:
Customer reported receiving a potential false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 26546b, reader sn (B)(6) ). Two repeat cue covid-19 tests performed on the same day provided negative results. Customer states they had a scratchy throat but no other symptoms. Customer also states all of the other family members tested negative. Cartridges were stored within the validated temperature range. The information for this event was initially submitted through webtrader as MDR report number (B)(4) su on (B)(6) 2023. Please disregard MDR report nubmer (B)(4) su.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.